Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported approximately 5 hours after implant, the patient had several episodes of asystole that showed both atrial and right ventricular pacing spikes. Post-asystole lead testing showed no sensing. The physician chose to replace the lead because he could not discern root cause, though microperforation was suspected. It was also reported there was intermittent loss of capture/asystole when trying to cannulate the cs (coronary sinus) after the lead was connected to the previously implanted device. The physician assumed the loss of capture was due to mechanical contact of cs sheaths against the lead. No further patient complications have been reported as a result of this event.